Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that implantable neurostimulator (ins) was interrogated and eos was noted with a battery voltage of 2.4v. The rep tried to re-interrogate the device and received a power on reset (por) code. The clinician programmer 8840 was used to try and clear the por but was unsuccessful; the ins could no longer be interrogated. It was noted that the patient has had falls that were reported to be related to the issue. An impedance measurement was performed prior to the por and resulted in normal impedances. Replacing the implantable neurostimulator (ins) was discussed but no surgery was planned or performed at the time of this report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.